Manufacturer narrative:
This report is being supplemented to provide additional information based on response to follow up. Communication with the customer, the following information were provided : the reported issue was found during the reprocessing. No information provided if error messages were observed as a result of the reported failure. No further information was provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the returned device found a pierced nozzle and cracked bending section cover glue; however; this was incorrectly reported as a documentation error was made on the device evaluation. The subject device did not have a pierced nozzle and the cracked glue on the bending section cover glue is not reportable. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was reported the device exhibited blurry image. There was no patient harm, no user injury reported due to the event. Device evaluation found the device nozzle was pierced. Cracked a-rubber glue (insertion tube) c cover distal end was observed. This report is being submitted due to the finding of pierced nozzle, cracked a-rubber glue (insertion tube section and distal end) identified during device return evaluation.

Manufacturer narrative:
(B)(6). The subject device was received for evaluation and the customers complaint was confirmed. Device evaluation found the reported issue was able to be duplicated. Focus function check performed and observed an error e204 while manipulating bending section . Furthermore, as noted in section b5, inspection found cracked a-rubber glue of the insertion tube and c cover distal end. Nozzle was found pierced. This condition was likely attributed due to physical stress and or handling issue. Additionally, the following defects were observed during inspection: light guide lens cracked (1 lens). Tiny chip observed on objective lens. Deep dents observed on distal end c cover. Minor dents and scratches noted on scope connector. Switch 1 (sw1) has a dents on the line side. Missing case noted. Light guide tube has buckles. Investigation is ongoing. This report will be supplemented accordingly following investigation.